Event description:
The report is of a cypher stent dislodged in the iliac artery during retrieval. The patient was a female. The target lesion was proximal left anterior descending branch (lad), a de novo and slightly calcified lesion. There was 75% stenosis. The femoral approach was used. The procedure was an elective case. Ivus was conducted, and it was confirmed that the vessel of the lad, and 1st diagonal was narrow and slightly calcified. Pre-dilatation was conducted at the proximal lad. The cypher (3.0/33mm) was being delivered to the target lesion, but would not cross prox lad and could not be retrieved. Therefore, the physician retrieved the guiding catheter, and the cypher stent delivery system (sds). Before the cypher reached the sheath introducer, the physician tried to retrieve the cypher into the guiding catheter. The proximal edge of the stent flared while being drawn into the guiding catheter, and the stent could not be retrieved. The stent struts were compressed and the length of the stent became short. The stent dislodged from the sds into a smart control stent, previously implanted at common iliac artery. The physician though it was too difficult to remove the stent by snare. The same day a ppi was performed for the distal portion of the smart control. A new stent (smart control) was implanted distal to the smart control overlapping it. The cypher was pushed against the walls of the vessel between the two stents at the overlapping portion. The pci was restarted and a taxus(3.0/32mm, 3.0/20mm) was implanted at lad and taxus (2.5/20mm, 2.5/16mm) was implanted at 1st diagonal. The patient recovered.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A manufacturing records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Crossing profile and stent retention were reviewed and were found within specification. Additional information will be submitted within 30 days of receipt.